Event description:
The customer was hospitalized for high bgs. The customer had nausea, vomiting and dehydration. Troubleshooting was performed. The programming, insulin concentration, and boluss history were correct. In addition. A fixed prime test was completed and the insulin exited. Also, the high-presure test passed. Instructed customer to discuss with their doctor other possible causes of high bg. Instructed customer to change the infusion set and use manual injections as per md protocol.